Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned the software files were downloaded from the device and provided for investigation. The image of the femur disappearing was confirmed with the screenshots. The symptoms in the case can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during cori tka procedure while distal burring in exposure control, the image of the femur disappeared. They only could see the image of the drill and bur in space without anything else on the screen. Sales repr have to fix by clicking to ¿visualize¿ and then back to ¿initial cut¿. The image then presented itself again. No patient harm or delay was reported.